Event description:
It was reported that the lowest simple continuous dose of 0.5 mg/day was a little too high. The patient experienced forgetfulness, sleepiness, and light-headedness with a gradual onset. It was thought that at the patient¿s trial, there was a one-time injection of 0.5 mg and the patient did fine. But when the patient was started on an intrathecal dose of 0.5 mg/day, the patient experienced the symptoms. The symptoms seemed to go away after the intrathecal dose was decreased but the patient was never really pleased with it so they removed the drug infusion system. The pump was infusing morphine (unknown). Additional information has been requested. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).